Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead, implanted with another manufacturer's device, exhibited a high out of range shock impedance measurement. It was noted the impedance measurements had gradually increased possibly due to calcification buildup. No adverse patient effects were reported.